Event description:
The facility reported 1 incident of "solution dripped from the luer-lock of transfer set." Per affiliate, noted issue during use and no patient injury or medical intervention associated with this incident.